Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6): "primary implantation of a cementless depuy hip-tep (pinnacle cup / corail stem) right on (B)(6) 2015. Initially inconspicuous post-op course. Patient indicated occurrence of noise phenomena in the area of the hip tep on the right side since about (B)(6) 2016. A previous relevant trauma / movement moment is negated by the patient. In the further course persistence of noice phenomena and additionally pain since (B)(6) 2018. Thereupon visit at the orthopedic practitioner on (B)(6) 2018 and x-ray examination of right hip-tep. On the same day visit at our hospital´s orthopedic emergency room. Radiograph showed decentralisation of hip head of the hip prosthesis without evidence of luxation. On (B)(6) 2018 revision of hip-tep right side. Intraoperatively a severe metallosis and a dislocation of the inlay from the pinnacle-pressfit cup was obvious - an explanatory correlate for this was not evident. In addition there was wear/damage of pinnacle cup caused by the ceramic head. A radical debridement was done as well as a revision of hip-head and cup."

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the devices were reviewed by bioengineering; root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot 429263 and no non-conformances were identified device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.